Event description:
The patient contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume), which occurred on the homechoice pro (hcp) during use during dwell 4 of 5. The patient stated he bypassed the remainder of drain 3 of 5 due to a low drain volume alarm. The patient stated he now felt overfilled and was having difficulty breathing. The technical service representative (tsr) assisted the patient with a manual drain. The patient stated before calling the tsr, he panicked and disconnected from the patient line and drained some of the solution into the tub. The patient then reconnected to the patient line. The tsr advised the patient to inform the registered nurse (rn) of feeling full and disconnecting and reconnecting to the patient line. The drain volume equaled 5123ml. Draining relieved the patient?s symptoms. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 13500ml, a total time of 9:00 hours, a fill volume of 2500ml, a last fill volume of 1000ml, a dextrose setting of same, an initial drain alarm of 600ml, a comfort control setting of 36 degrees celsius, a last manual drain setting of no, and an initial drain volume of 783ml. The patient did not have symptoms during fill 1 or dwell 1. The patient did not connect before 'connect yourself' was displayed. The patient did not press go prior to closing clamps when 'close all clamps' was presented at the end of therapy. The cycler did not lose power while the patient was connected. The tsr assisted the patient with ending therapy. The machine would be swapped. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient's peritoneal dialysis nurse (pdn) on the (B)(4) 2012, regarding the patient feeling overfilled, having difficulty breathing, disconnecting, draining into the tub, reconnecting, and then draining 5123ml. The pdn stated the patient did not make her aware of these events. Product surveillance informed the pdn that the patient had reported bypassing drain 3 of 5 due to a low drain volume alarm. Product surveillance also informed the pdn that an iipv had occurred. The pdn stated that as far as she knew the patient has been continuing therapy on the cycler successfully and has not reported any other symptoms or drain volumes that meet iipv criteria. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, inappropriate bypass of a low drain volume alarm, not including initial drain. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for an increased intra-peritoneal volume (iipv) was confirmed via the device logs, but was not duplicated during evaluation of the device or during evaluation of the concomitant product. Based on the information gathered during baxter?s investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including the initial drain. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.